Manufacturer narrative:
Interrogation of the device revealed it was above the elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Related manufacturer reference number: 2017865-2019-04728. It was reported that patient presented at the emergency room. It was noted that there was noise on the right ventricular lead and an impedance anomaly was observed. The patient was scheduled for a lead revision. The right ventricular lead was capped on (B)(6) 2019 and replaced. The patient's generator was also explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri (elective replacement indicator) alert or allegation of premature battery depletion. The patient remained stable before, during and after procedure.